Event description:
An olympus representative reported to olympus, on behalf of the customer, the single use distal cover fell off during a therapeutic procedure to remove gallstones while using the evis exera iii duodenovideoscope. It was further reported, the caps were removed using biopsy forceps. The procedure was completed in the or after trochars were placed and before a cholecystectomy was performed by a surgeon. The event did not affect the outcome of the procedure and the patient was discharged. The facility discarded the cover therefore it will not be returned to olympus for evaluation. It was determined there were two of the same events at this facility. The related patient identifiers are as follows: (B)(6) for the 1st maj-2315 (lot h22145). (B)(6) for the 1st tjf-q190v (serial# (B)(6)). (B)(6) for the 2nd maj-2315 (lot h229120). (B)(6) for the 2nd tjf-q190v(serial# unknown).